Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were issues charging the implanted neurostimulator (ins) that started around september 2024. The pt explained they had gone without power for 3 months, so when they tried to charge the ins it wouldn't charge or it would just "get to the red". They also reported seeing the "m03" message display. The pt noted they didn't have the device get lower than 80%, but when they would start to charge the implant it would drain quick. During the call, patient services (pss) had the pt reset the controller and confirmed there was no damage to the recharger or the controller. The pt plugged in the recharger to start passive recharge and reported numbers of 72/71/82. The controller charge was reported to be at 40% and the ins charge was at 30%. They were able to start charging with excellent recharge quality. It was reviewed / advised with the pt to charge the controller first and then charge the ins, and to call back if the issue persisted. No symptoms reported. Additional information was received from patient. Patient called back repeating previously documented information and that their issues were ongoing with the external equipment since hurricane helene hit back in september 2024. Patient reported they were getting to the point where they could not walk or get up and that their pain was getting so bad with their nerves. Patient reported that the all the external components were burning their skin when trying to charge the implant. Patient noted the recharger was overheating. Patient shared that they had trouble with getting the equipment to work and charge their implant even with resetting the controller, going through passive recharge mode and ac power resets, etc. Patient said that they would get about 5 minutes of stimulation and then the charging would stop and system problem rm03 appeared. Patient would sit for hours and hours and the implant would not charge and the controller would beep and terminate the charge session. Patient noted the equipment would drain the entire battery; agent understood as the controller. Patient was wondering if the surging that had been going on from the aftermath of the hurricane affected their external devices. Patient noted they couldn't get ahold of their doctor because the office was destroyed due to the hurricane. Patient noted they spoke with their medtronic representative and they tried everything in regard to troubleshooting but the equipment was not working. The representative advised patient to call patient services to get all external components replaced. During the call, patient confirmed no visible damage for the external equipment. Patient reset the controller. The issue was not resolved. Agent reviewed information. Due to the nature of call and ongoing issues reported, a replacement controller, battery pack, recharger and ac power supply were sent out. Agent advised patient to call back if they needed further assistance. Agent closed case.

Manufacturer narrative:
97755, sn(B)(6) was returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.